Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to pool water. Customer also reported that the insulin pump was beeping and vibrating and there is water under the lcd display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.